Event description:
A scratch was observed on the intraocular lens (iol) following insertion. The incision was enlarged to accomodate removal of the lens. Another lens was implanted with a good outcome.